Event description:
It was reported that upon receipt at the user facility, the device was breaking cutting blades. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The original reported event, breaking blades, was confirmed. A service technician observed symptoms tied to breaking blades, due to a drive link loose on the blade mount base. The device was repaired and returned to the customer.

Event description:
It was reported that upon receipt at the user facility, the device was breaking cutting blades. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.